Manufacturer narrative:
Please note correction to h6 (device code and clinical signs code). The reported event could not be confirmed the since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the visual inspection the returned device reveals excessive usage. The surface of the glenosphere has several and significant scratches and gouge marks at the set screw level. The star footprint is slightly deformed at the safety screw input. Furthermore, a functional test of the returned device was performed with a sample baseplate and a screwdriver. The components assembled as intended without capture screw being frozen and allowing sufficient movement of the screw in the glenosphere. Therefore, alleged failure of loosening could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the reported issue could not be confirmed. If any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient required revision surgery after experiencing loosening of the glenosphere. The glenosphere was replaced successfully and with good outcome for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery after experiencing loosening of the glenosphere. The glenosphere was replaced successfully and with good outcome for the patient.